Event description:
Since being placed in service the blood pressure function on the lifepak35 cardiacmonitor has been displaying inaccurate blood pressure reading. Today on a patient itdisplayed a blood pressure reading of 133/86 followed by a blood pressure reading of61/37. I performed a manual blood and confirmed blood pressure of 62/34. On otherpatients it has been displaying frequently very high blood pressure. This monitor had ablood pressure function recall in April. The serial number of the monitor i am usingwas not part of the recall. I am concerned there are more units with faulty bloodpressure monitoring that were not part of the initial recall. In the 15 years i have workedin health care and utilized previous lifepak monitor, Zoll monitors, and Phillips. I havenot seen a monitor be as inaccurate as the lifepak35. REFER TO ADDITONAL DOCUMENTS IN I2K.